Event description:
The customer complained of questionable inr results from a coaguchek xs meter. The meter serial number was not provided. At 1:00 pm the result from the meter with a fingerstick was 6.2 inr. At 4:00 pm the result from the meter was 4.2 inr. There was no adverse event. The patient's coumadin dose was withheld based on the meter result. The patient's condition was "stable". The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in warfarin dose, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The customer stated that they did not prepare the finger prior to the measurement. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer returned four test strips. The returned test strips were measured with the a retention meter with liquid qc of a low level: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.